Event description:
G-tube and viewed tubing (not port) to be cracked and leaking. Feeding tube has a leak. This tube is less than 4 months old. Previous tube lasted 2-3 months. There appears to be a defect in the integrity of this tube. Product is not durable.